Event description:
A report was received that the patient's stimulator was no longer working. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient had a stimulation pattern and not having battery issues. No further course of action.

Event description:
A report was received that the patient's stimulator was no longer working. The patient will undergo a revision procedure wherein the ipg will be replaced.